Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, suture, link, needles, and posterior cuff were not returned with the device which limited the scope of the investigation. The returned condition substantiated the reported cuff miss experience. Inspection revealed the anterior cuff remained in the anterior foot pocket, confirming the reported product experience. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The anterior cuff successfully captured the needle during the proxy plunger insertion. Also, the needle trajectory of every device is checked twice during manufacturing. Based on the test result of the device needle trajectory in the lab and testing during manufacturing, the probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot. The instructions for use (IFU), under device placement section, states: perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.